Manufacturer narrative:
(B)(4) clip failed to release from the catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not deploy. However, the nature and cause of how the clip would not deploy is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip was fully deployed. The clip assembly and over sheath assembly were not returned. A kink was noted on the control wire. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not deploy. However, the nature and cause of how the clip would not deploy is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.